Event description:
It was reported in a service report that the power cord was missing the ground prong. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - power cord was missing the ground prong.